Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
The customer reported that the tubing set unintentionally disconnected from the patient's left anticubital 20g IV catheter site during an abdomen/pelvis cat scan with contrast flow rate at 3ml/second. The unintentional disconnect caused blood and contrast to leak from the patient's IV site and tubing set. There was no patient harm caused by this event.

Manufacturer narrative:
Additional information provided: event description and concomitant medical products.

Event description:
It was reported that a geritaric patient arrived to the emergency department and required an abd/pelvis CT scan. During the CT scan with contrast infusing at 3ml/second, the tubing set unintentionally disconnected from the patient's left anticubital 20g IV catheter site; causing blood and contrast to leak. There was no patient harm caused by this event.